Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fracture (overstress); distal segment returned and analyzed. Normal battery depletion.

Event description:
It was reported the device had possible premature battery depletion. The device was explanted and replaced. Additional information received indicated that the lv (left ventricular) lead had elevated thresholds. The lead was partially explanted and replaced. No patient complications were reported as a result of this event.